Event description:
The customer obtained an elevated (> 99th %ile) atellica im high-sensitivity troponin I (tnih) result for a 59-year-old female patient that was reported to the physician and questioned. Upon retesting, the result was lower (< 99th %ile) and considered correct as it agreed with the clinical picture of the patient. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer obtained an elevated (> 99th %ile) atellica im high-sensitivity troponin I (tnih) result for a 59-year-old female patient that was reported to the physician and questioned. Upon retesting, the result was lower (< 99th %ile) and considered correct as it agreed with the clinical picture of the patient. There are no allegations of patient or user intervention or adverse health consequences due to the event. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
Siemens completed the investigation for an outside of the us (ous) customer report of an elevated (> 99th %ile) atellica im high-sensitivity troponin I (tnih) lot 104 result for a 59-year-old female patient. Upon retesting the sample on the following day, the result was lower (< 99th %ile) and considered correct as it agreed with the clinical picture of the patient. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens requested information, but the customer has declined to provide any additional information regarding this event. Therefore, siemens is unable to investigate further. Based on the limited information provided further evaluation is not possible. Siemens filed initial MDR 1219913-2024-00433 on 14-oct-2024. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.